Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg replacement procedure invalid impedances was found after testing. Reference MFR. Report: 1627487-2013-19290 for the ipg replacement procedure. It was also reported the physician removed the extension and the impedance tested normal. As a result, the physician decided to explant and replaced the extension which extended the procedure an hour. In turn, retesting identified normal impedances after the extension was replaced.